Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # 97609]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). A follow up will be submitted when the investigation results become available.

Event description:
As reported on medwatch mw5176066 report: describe event or problem: after connecting the tubing from lot number a2500213, the bbraun machines alarmed that air was detected. Upon inspection, staff noticed air bubbles in the arterial lines and a large amount of air accumulated in the venous chamber. Because the female adaptors on the tubing are different, they are not connecting properly to the male adaptor of the dialysis needles as well as the venous and arterial lumen of catheters. This resulted in air being pulled into the arterial line and thankfully being caught by our venous chamber and alarming staff that there was air accumulating when there shouldn't be any. This happened on multiple patients. Staff had to cinch down the blue and red adaptors to decrease the draw of air into the line to the point they were getting blisters on their fingers. Purchasing manager was notified that the batch of tubing we received was defective and we immediately pulled them from service. When she re-ordered replacements, the company sent the exact same lot.